Manufacturer narrative:
Device was deemed reportable on october 12, 2020 during device investigation summary: visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: ft00291) was returned and received at us cq. Upon visual inspection, it was observed that the needle component was bent. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no issues. Specified dimensions: needle od = 1.25 +0mm / -0.05mm. Measured dimensions: needle od = 1.22 mm, conforming. Document/specification review the following current and manufactured drawing(s) were reviewed: no issues. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed as the needle component was bent. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. However, it is possible the device encountered unintended forces during its use which might have caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part #: 319.006, synthes lot #: ft00291, supplier lot #: (B)(4), release to warehouse date: 21-dec-2016, supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported on (B)(6) 2020, a depth gauge with an unknown allegation was not functioning. It is unknown if there was surgical involvement. During device evaluation, it was determined the depth gauge was bent. This is report 1 of 1 for (B)(4).